Event description:
The pt was implanted with a left ventricular assist device. A (B)(4) report was received which indicated that "despite continuous IV anticoagulation, the pt developed pump thrombus with elevated lactic acid dehydrogenase (ldh) and hpf. Tissue plasminogen activator was administered which resulted in hemorrhagic cerebrovascular accident (cva) and death."

Manufacturer narrative:
The pt expired. The attached user facility report #(B)(4) was received from the (B)(4) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.